Event description:
It was reported that this implantable pacemaker exhibited undersensing on the right ventricular channel, which led to overpacing. Due to this, it is suspected that a ventricular tachycardia episode was induced. The episode ended on its own. Additionally, an episode of pacemaker mediated tachycardia (pmt) was observed. The device's algorithm successfully terminated the episode of pmt. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.